Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that syringe 5ml ll bns had scale marking issues, foreign matter, and the stopper was jammed. This was discovered before use. The following information was provided by the initial reporter: it was reported that scale markings are smeared or missing, and one syringe is discolored. Per customer response 2: yes. The date found should have been (B)(6) 2020. Per customer response: how many syringes have this issue? Unfortunately, because the specific anomaly had not been documented as a required inspection characteristic to look for, quantities were not tabulated. I have just started working for mps and I have added the characteristic. The product was not 100% inspected for the same reason. Are physical samples available for investigation? I do have the samples I sent photos of. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0086772, d.4. Medical device expiration date: 2025-02-28, h.4. Device manufacture date: 2020-03-26. D.4. Medical device lot #: 0092329, d.4. Medical device expiration date: 2025-03-31, h.4. Device manufacture date: 2020-04-01. F.10. Device codes: 1354, 1675, 2944. H.6. FDA device problem code: 1354, 1675, 2944. H.6. FDA patient problem code: 2645.

Event description:
It was reported that syringe 5ml ll bns had scale marking issues, foreign matter, and the stopper was jammed. This was discovered before use. The following information was provided by the initial reporter: it was reported that scale markings are smeared or missing, and one syringe is discolored. Per customer response 2: yes. The date found should have been (B)(6) 2020. Per customer response: how many syringes have this issue? Unfortunately, because the specific anomaly had not been documented as a required inspection characteristic to look for, quantities were not tabulated. I have just started working for mps and I have added the characteristic. The product was not 100% inspected for the same reason. Are physical samples available for investigation? I do have the samples I sent photos of.

Manufacturer narrative:
H.6. Investigation: six 5ml syringes were received in two separate zip lock bags and visually inspected. One bag was labeled with batch 0083881 and contained one loose syringe that had small scratches around the 4ml and 2ml markings. The scratches appeared to be cosmetic in nature and had no effect on the form fit or function of the device, which was acceptable per product specification. One bag was labeled with batch 0092329 and contained five loose syringes. It was observed two of the syringes each had the stopper jammed between the plunger rod and barrel wall, which was rejectable per product specification. Three of the syringes had ink spots present on the barrel. One had a very large ink spot across the scale extending from the 4ml marking into the logo and wrapping most of the way around the barrel. The other two syringes had smaller ink dots outside the grad line that appeared to be contact smears. The three syringes with ink dots were rejectable per product specification. Machine logs indicate there was a marker conveyor belt issue and a part caught in dial during the manufacture of these batches. DHR was performed. All visual inspections were performed as per requirement with a quality notification issued for missing print. Batch 0086772 and 0092329 was requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the jammed stopper defect is associated with the assembly process. It was likely the stopper contacted a dry spot in the barrel causing it to become caught as the plunger rod was being inserted. A potential root cause for the scratched barrel defect is associated with the assembly process. It was most likely due to a barrel caught in the dial. A potential root cause for the ink dot defect is associated with the marking process. The small ink dots are likely due to a conveyor belt malfunction that caused the barrels to make contact shortly after being printed. The large ink dot may be from an ink spill. The aql for jammed stopper is 0.65%. The aql for ink dots on barrel is 2.5%. The largest defective rate identified is 3 out of 631,400, which is 0.0005%. No corrective actions are necessary based on the defective rate identified. Batches 0086772 and 0092329 are considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that syringe 5ml ll bns had scale marking issues, foreign matter, and the stopper was jammed. This was discovered before use. The following information was provided by the initial reporter: it was reported that scale markings are smeared or missing, and one syringe is discolored. Per customer response 2: yes. The date found should have been (B)(6) 2020. Per customer response: how many syringes have this issue? Unfortunately, because the specific anomaly had not been documented as a required inspection characteristic to look for, quantities were not tabulated. I have just started working for mps and I have added the characteristic. The product was not 100% inspected for the same reason. Are physical samples available for investigation? I do have the samples I sent photos of.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: it was reported that scale markings are smeared or missing, and one syringe is discolored. Per customer response 2: yes. The date found should have been (B)(6) 2020. Per customer response: how many syringes have this issue? Unfortunately, because the specific anomaly had not been documented as a required inspection characteristic to look for, quantities were not tabulated. I have just started working for mps and I have added the characteristic. The product was not 100% inspected for the same reason. Are physical samples available for investigation? I do have the samples I sent photos of.